Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports about 1 month ago, she started having charging issue, the ins turns itself off, then she has to turn the stimulation back on. Caller reports the stimulator turns the setting down and then she could not walk. Caller reports she is currently charging while holding the recharger and using her tight fitted pants to hold the recharger. Suggest caller to use the recharging belt. Caller reports indicated she is seeing between good and excellent coupling while holding the recharger. Caller reports she is good, cannot handle this and then disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called back and repeated details from the original call. Pt says the therapy is turning down on its own. Pt says they had an electrical storm a couple days ago, which could be related to their issue. Advised following up with hcp.